Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a atrial fibrillation ablation procedure. During the procedure it was noted that after creating an initial map with ablation catheter the side port luer lock was found to be broken. The catheter was replaced and the procedure completed with no patent complications.